Event description:
It is reported that the device was revised in early 2009, due to an unknown reason. Implant date is unknown.

Manufacturer narrative:
Evaluation summary - no product was returned for evaluation. Also, no x-rays were returned for review. Details of the revision surgery were not provided. Patient information such as height and weight is unknown. Based on the available information a definitive cause for the revision surgery can not be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.